Manufacturer narrative:
Age at time of event: 18 years old or older. Device evaluated by manufacturer: the device was returned for analysis. A main coil was returned for this complaint; the delivery wire and introducer sheath were not returned. The main coil was found kinked and stretched and the interlocking arm was detached and it was not returned. Besides, the main coil fiber bundles had blood residues on them.

Event description:
Reportable based on device analysis completed on 09-jan-2019. It was reported that coil got caught in the hub part of the catheter. A 15mm/25cm .035 interlock-35 was selected for embolization of the target lesion. During the procedure, the coil got caught in the hub part of the angiographic catheter and could not be inserted. The coil was simply removed from the patient. The procedure was completed with another of same device. No complications reported and patient's condition is good. However, device analysis revealed that the interlocking arm was detached from the coil.